Event description:
During implant procedure, one of the screws broke. While attempting to remove the broken screw. The screw driver broke. A second screw driver was used to replace the broken screw; however, the replacement screw also broke. The second screw was left in, and the procedure completed.